Event description:
Medtronic received information regarding an imaging system being used during a bilateral electrode implantation procedure. It was reported after taking a spin and getting ready to remove the image acquisition system, the door open button on the pendant was unresponsive. Later managed to use lift and shift to move the image acquisition system (ias) away from operating area. The yellow emergency button was not responsive but they were able to go through the manual door open procedure and successfully removed the image acquisition system (ias) from the operating room. No buttons the pendant were responsive so the representative rebooted. Later only the up, down, in, out, left, right buttons were functioning. This issue occurred intra operatively and caused less than 1 hour surgical delay. There was no reported impact to the patient outcome.

Manufacturer narrative:
Medtronic representative went to the site to test the imaging system and aligned the rotor. The gantry opens and closes later. Unit was good continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000192, serial/lot #: ubd: UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.